Event description:
Catheter implanted on february 6, 1997. Patient returned to physician's office on march 6, 1997, stating catheter was "broken." Port was explanted in the operating room on march 11, 1997, and the catheter was retrieved in radiology - special procedures on march 12, 1997.